Event description:
During lap chole, a ball of fire appeared to come off of the tip and burned the side of the patient's liver. Using l hook cautery-set on 20, tip appeared as if there was a flame/glow. Patient was burned on side of liver. Surgeon did not feel this should have happened. Patient was inspected for any further injury. Bovey was turned down. Procedure continued with same instrument.